Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 carotid stent implanted in the ostium of the right internal carotid artery (rica) target lesion. The report stated that the physician had difficulty closing/capturing the 6 mm angioguard embolic filter basket. The physician's notes stated that while attempting to remove the basket it became stuck and re-deployed in the catheter. The physician then re-flushed the system and was able to successfully capture and remove the angioguard device. There was no debris noted in the filter basket. There was no reported patient injury. The patient had no neurological deficit upon leaving the angiography suite. The patient was discharged the day after the procedure. No additional information is available. The patient was symptomatic for the index procedure. The rica target lesion was reported to be: a 90% stenosis, 10 mm length, 6.0 mm reference diameter, severely tortuous, moderately calcified, and eccentric. The lesion was pre-dilated. A precise 8 x 30 stent was successfully implanted in the target lesion. The residual stenosis was 0%.

Manufacturer narrative:
The product was not returned for inspection. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 carotid stent implanted in the ostium of the right internal carotid artery (rica) target lesion. The report stated that the physician had difficulty closing/capturing the 6 mm angioguard embolic filter basket. The physician's notes stated that while attempting to remove the basket it became stuck and re-deployed in the catheter. The physician then re-flushed the system and was able to successfully capture and remove the angioguard device. There was no debris noted in the filter basket. There was no reported patient injury. The patient had no neurological deficit upon leaving the angiography suite. The patient was discharged the day after the procedure. No additional information is available. The patient with a medical history of hyperlipidemia, cardiac arrhythmia, and history of smoking, coronary artery disease, and hypertension was symptomatic for the index procedure. The rica target lesion was reported to be: a 90% stenosis, 10 mm length, 6.0 mm reference diameter, severely tortuous, moderately calcified, and eccentric. The lesion was pre-dilated. A precise 8 x 30 stent was successfully implanted in the target lesion. The residual stenosis was 0%. The device was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424017 which corresponds to cordis angioguard lot 70610512. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the device for analysis, no conclusion can be made. However, because the angioguard was deployed without any reported difficulties, procedural factors and vessel/lesion characteristics may have contributed to the event. With review of the device history records and available information, there are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this product.